Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g3, h2, h6, h11. The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the user understanding may have differed from olympus recommendation in device handling and/or reprocessing steps. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastrointestinal videoscope was insufficiently reprocessed. The scope was reprocessed while mold was present in the water filter of the endoscope reprocessor. The issue occurred during reprocessing and there were no reports of patient harm or injury.

Manufacturer narrative:
Full e1 establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.